Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to chest pain and high blood glucose of 485 mg/dl. It was stated that the events leading to her admission was fatigue. The customer was experiencing high glucose for the past week. Troubleshooting was performed. The customer's most recent glucose reading was 162 mg/dl, and she was treated with manual injections. Troubleshooting was performed. The customer stated that her basal rate was 1.15 units and should be 1.30 units. The customer requested assistance in changing her basal rate. No further info was provided.